Event description:
Device 1 of 2. Ref MFR report #1627487-2013-11433. It was reported the pt experienced heating while recharging the ipg. A replacement charging system was sent to the pt and resolved the issue. On (B)(4) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.